Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a small volume intermate was broken. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: device manufacture date: march 13, 2015 - march 17, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the unit via the naked eye showed no evidence broken cap coil. The reported issue was not verified. However, the fillport cap was noted missing. The cause of the missing fillport cap could not be determined. Should additional relevant information become available, a supplemental report will be submitted.